Manufacturer narrative:
Device evaluation summary: the device was returned to the apollo device analysis laboratory on 10/sept/2020. A deflated balloon with significant blue/green discoloration and unknown particles was returned. There are numerous small tears "slits" with jagged edges on the shell which is consistent with a surgical instrument for removal purposes. There are several holes on the shell; therefore, no functional testing could be conducted. The complaint could not be verified due to the condition of the returned balloon. A review of the device labeling notes the following: the risk documentation for this device establishes the occurrence ranking for the reported event "inflation" as "remote", which is defined by apollo as .02% - .49% of complaints over units sold. A review for the intragastric balloon products for the failure mode "inflation" is performed during quarterly complaint analysis meetings (cam) and has demonstrated that global balloon inflation rate remains at "remote". Therefore, apollo determined that the reported event is occurring within the range of the expected frequency and severity for this reported event, as referenced in the cam meeting slides.

Event description:
The patient experienced blue urine.